Manufacturer narrative:
Additional information: section g3 - date received by manufacturer section g6 - type of report section h6 - evaluation codes section h11 - manufacturer narrative the evoke scs system was not returned to saluda. The root cause for the reported infection could not be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result. " the manufacturing records were reviewed and product met all requirements for release.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the midline incision site. Antibiotics were prescribed but unsuccessful. The evoke scs system was explanted, and intravenous (IV) antibiotics were administered. Twelve (12) days later, the wound appeared to be healed.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.